Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), autoimmune disorder ('autoimmune disorder'), genital swelling ('severe bleeding') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), autoimmune disorder (seriousness criterion medically significant), genital swelling (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), metrorrhagia ("metrorrhagia( bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine") and was found to have uterine leiomyoma ("fibroids"), hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). At the time of the report, the pelvic pain, abdominal pain, autoimmune disorder, genital swelling, genital haemorrhage, abdominal distension, anaemia, uterine leiomyoma, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, cystitis, urinary tract disorder, bladder disorder, vaginal discharge, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, neoplasm and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, autoimmune disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genital swelling, hormone level abnormal, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure explant date: (B)(6) 2016. Patient received treatment for general abnormal bleeding, metrorrhagia (bleeding b/w periods), psych injury, bladder infection, urinary problems, bladder problems, uti, vaginal discharge, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, tumors and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test unspecified: result- unknown. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received- new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, metrorrhagia (bleeding b/w periods), psych injury, bladder infection, urinary problems, bladder problems, uti, vaginal discharge, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, tumors and weight gain were added. Explant date was updated. Product information was added.lab data was added. Patient's date of birth was added. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 976396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("severe bleeding"), genital haemorrhage ("genital abnormal bleeding"), abdominal distension ("bloating"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), metrorrhagia ("metrorrhagia( bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine") and was found to have uterine leiomyoma ("fibroids"), hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, autoimmune disorder, menorrhagia, genital haemorrhage, abdominal distension, anaemia, uterine leiomyoma, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, cystitis, urinary tract disorder, bladder disorder, vaginal discharge, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, neoplasm and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, autoimmune disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure explant date: (B)(6) 2015 patient received treatment for general abnormal bleeding, metrorrhagia (bleeding b/w periods), psych injury, bladder infection, urinary problems, bladder problems, uti, vaginal discharge, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, tumors and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test unspecified: result- unknown.. Lot number: 976396 is invalid . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 976396-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("severe bleeding"), genital haemorrhage ("genital abnormal bleeding"), abdominal distension ("bloating"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), metrorrhagia ("metrorrhagia( bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine") and was found to have uterine leiomyoma ("fibroids"), hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, autoimmune disorder, menorrhagia, genital haemorrhage, abdominal distension, anaemia, uterine leiomyoma, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, cystitis, urinary tract disorder, bladder disorder, vaginal discharge, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, neoplasm and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, autoimmune disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure explant date: (B)(6) 2015 patient received treatment for general abnormal bleeding, metrorrhagia (bleeding b/w periods), psych injury, bladder infection, urinary problems, bladder problems, uti, vaginal discharge, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, tumors and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test unspecified: result- unknown. Lot number: 976396 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: lot number field was amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure (batch no. 976396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("severe bleeding"), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), metrorrhagia ("metrorrhagia( bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine") and was found to have uterine leiomyoma ("fibroids"), hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, autoimmune disorder, menorrhagia, genital haemorrhage, abdominal distension, anaemia, uterine leiomyoma, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, cystitis, urinary tract disorder, bladder disorder, vaginal discharge, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, neoplasm and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, autoimmune disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure explant date: (B)(6) 2016. Patient received treatment for general abnormal bleeding, metrorrhagia (bleeding b/w periods), psych injury, bladder infection, urinary problems, bladder problems, uti, vaginal discharge, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, tumors and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test unspecified: result- unknown.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: lot number added. We received a lot in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, autoimmune disorder, genital haemorrhage, abdominal distension, anaemia and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, anaemia, autoimmune disorder, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.